Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call battery out limit alarm, displayable history crc check failure alarm and radio frequency pic failed self-test. Customer's blood glucose level was 131 mg/dl. Customer advised after they received the battery out limit the insulin pump reset, they had to program the time and date back into the device and a few days earlier they received the radio frequency pic failed self-test. Troubleshooting for the displayable history crc check failure alarm was performed. Customer advised a temporary basal was not programmed before the alarm. Troubleshooting for the battery out limit alarm was performed. Customer was advised a replacement battery cap will be sent out and to monitor the insulin pump.